Manufacturer narrative:
The reported event of device in back-up operation was confirmed. The device was received operating in back-up operation mode. Analysis of the device image revealed that device went into back-up mode due to reset error consistent with an integrated circuit anomaly. The device was restored by reloading product code. Further analysis was performed, and device was found to be above elective replacement indicator (eri) level. Back-up operation mode was not reproduced. Assessment of total projected longevity was performed, and the device was found to have appropriate remaining longevity.

Event description:
Prior to initial implant, the device was noted to be in backup mode due to a firmware reset. A new device was successfully implanted. The patient was stable.